Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Additional information was received on feb. 16, 2015 indicating a revision procedure had been performed on (B)(6) 2014 due to elevated metal ion levels and a pseudotumor.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2007. Subsequently, the patient claims damages in connection with the use of biomet mom implant at time of surgery. This report is based on allegations set forth in patients notice and the allegations there in are unverified. Further information was received on (B)(6) 2015 indicating a revision procedure was performed on (B)(6) 2014 due to elevated metal ion levels and a pseudotumor.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2007. Subsequently, the patient claims damages in connection with the use of biomet mom implant at time of surgery. No further information has been received. This report is based on allegations set forth in patients notice and the allegations there in are unverified.